Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 09-nov-2017 from other non healthcare professional. This case concerns two patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency the patients experienced hot knees, swelling and pain. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patients received treatment with intra-articular synvisc one injection, once (dose, indication: not reported; lot number: 7rsl021 and expiration date: may-2020) bilaterally. On an unknown date, unknown latency of receiving the injection the patients experienced hot knees, swelling and pain in both knees. Corrective treatment: unspecified steroid for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both the events.

Event description:
This unsolicited case from united states was received on 09-nov-2017 from other non healthcare professional. This case concerns two patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency the patients experienced hot knees, swelling and pain. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patients received treatment with intra-articular synvisc one injection, once (dose, indication: not reported; lot number: 7rsl021 and expiration date: may-2020) bilaterally. On an unknown date, unknown latency of receiving the injection the patients experienced hot knees, swelling and pain in both knees. Corrective treatment: unspecified steroid for hot knees, swelling and pain outcome: unknown for all the events. Seriousness criterion: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 22-nov-2017. The additional event of device malfunction was added with details. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain, swelling of knees, and joint warmth. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.